Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was hospitalized for right ventricular (rv) dysfunction, sepsis, and acute kidney injury (aki). The patient required intubation and antibiotics, and was treated for rv dysfunction with pressors. While in the hospital the patient experienced a low flow alarm, likely due to hypovolemia. A log file review showed low flow events, with some not being sustained for long enough (at least 10 seconds) to activate the audible alarm. Low flow events occurred at around the same times as when patient had elevated pulsatility index (pi). The low flow events are believed to be a patient related issue.

Event description:
The patient's kidney injury was determined to be caused by volume depletion and hypotension. The patient's right heart failure was present prior to left ventricular assist device (lvad) implant. The patient's low flow alarms were caused by hypotension. The patient was on levophed, vasopressors, and intravenous fluids which resolved the low flows.

Manufacturer narrative:
Section g3: date received by manufacturer should have been april 21, 2022 in the previous report. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists sepsis as an adverse event which may be associated with the use of heartmate 3 lvas. Although the patient had a history of right heart failure prior to implant, right heart failure is also listed as a potential adverse event. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, "patient care and management," lists hypovolemia as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed a transient low flow alarm. Although a specific cause for the low flow could not be conclusively determined through this evaluation, the account later communicated that the cause was hypotension. The submitted system controller event log file captured a transient low flow alarm on 09mar2022. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No atypical alarms or events were captured. The pump operated as intended at the set speed. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), before ultimately expiring on 21apr2022 (captured under MFR # 2916596-2022-10612). The device was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.